Event description:
The customer reported that while reprocessing his olympus high flow insufflation unit, the screen had blacked out. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The front panel display was not present due to a failing printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, in addition to a blackout, an alarm sounded due to a defective printed circuit board. However, the definitive root cause of the defective printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.